Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9091-01 serial/batch number (B)(6) was received for investigation. Functional testing was not performed because the device was received damaged for evaluation. A visual evaluation revealed that the device has a crack at the interface of the attachment. Device manufacturing date 2018. The most likely reason for the reported failure is wear and tear over repetitive use.

Manufacturer narrative:
Corrected info: b3.

Event description:
Additional information provided on 11/13/2024 by a sales representative who stated the event occurred on 10/23/2024 and the procedure performed was a hindfoot fusion. The impactor pad snapped off in the targeter during impaction of the nail. An arthrex rep was present during the case. The patient's bone quality was average. No fragments broke off in the patient. There was no additional anesthesia needed and no delay to the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2024, it was reported by a sales representative via sems-06694042 that an ar-9091-01 hindfoot nail targeting guide cracked at the interface of the attachment piece for the nail, an ar-9091-31 hindfoot nail snapped off, and an ar-9091-26 torque limiter slides up and down the shaft of the driver itself making it unusable. This occurred during a case.